Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to an unspecified product performance issue. The device was explanted at the same time with no allegation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned and analyzed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The lead failed the pressure test that accesses insulation integrity, as there was a cut in the outer insulation. The allegation of noise was not confirmed, as the cut in the insulation was noted as likely induced during explant procedure.

Event description:
Additional information indicated that the root cause for the product performance issue on the ra lead was due to noise. The patient wanted the lead replaced. The reason for noise on the lead was undetermined, and there was no visual observation at explant that would point to a reason for the noise. No additional patient adverse effects were reported.